Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the plunger, link, needles, and cuffs were not returned. The suture knot was properly formed and the rail suture end was cut with the device cutter. This is consistent with successful needle deployment and suture retrieval. However, the suture loop remained inside the suture bearing, consistent with deploying the needles outside the artery. The suture bearing was inspected and there was no obstruction that could keep the suture loop from being released from the suture bearing. Based on our investigation, the probable root cause for the failure to release the suture loop from the suture bearing is deploying the needles outside the artery. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the sutures would not release from the device. A sheath was put back in to achieve hemostasis. There was no harm to the patient. Though requested, no additional information was provided.